Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unkn, UDI#: unkn. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was noted that the patient was implanted for interstitial cystitis for the bladder. It was reported that three months after implant, they had their bladder removed, and since then they have not been using their device. For the last year, it has not been on, and is just in there until they have it removed some time in the future. It was reported that a couple of nights ago, on (B)(6) 2018, they had a sort of shooting pain that was on the left side, down by their butt cheek into their inner groin on the left side. This lasted 24 hours. It was stated that the next day, they noticed that the wire in their back looked like it had been pulled out; the wire is ¿a good inch under the skin,¿ and the patient can move it and ¿get finger underneath it.¿ the patient didn¿t know if, when the wire got pulled out it irritated a nerve, but the pain had since gone away. It was noted that they had originally attributed the pain to something else, because they were diagnosed with shingles. It was recommended that they follow up with their healthcare provider, and the patient stated that they no longer have a doctor who manages their device, but they are going to be having a hysterectomy, and will follow up with the doctor they have in mind for that about the issue with the wire. No further patient complications are anticipated or expected as a result of this event. On (B)(6) 2018 vm (hcp): document contains no new information.